Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in milan, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera pre and post-disinfection procedure. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury. The customer required deep disinfection procedure to solve the problem. Through follow-up communication of previous contamination event occurred at this facility but involving a different serial number of heater-cooler system 3t, livanova learned that device is cleaned and maintained regularly per the instruction for use and is placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. No deviation from standard cleaning procedure has been identified. Based on available information, source of contamination is related to location where device is used and remains unknown. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years.livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova will keep monitoring the market.

Event description:
See intial report.